Event description:
During an on site visit, it was reported that channel disconnects have been noticed. This was a generalized complaint, there was no information on exact events. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility